Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder self activated upon plugging in and was continuously beeping. The hemopro dc extension cable was replaced to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were no non-conformities with the device. A supplemental report will be submitted when the investigation is completed. (B) (4)